Event description:
It was reported that during the initial implant, it was observed that the patient had an open wound infection in his right hand. It was noted that the infection was not noticed pre-operatively as the hand was in a constant ¿fist state¿ due to the patient¿s condition. It was reported that the device system became infected post-implant and was explanted. The type of infection and location of infection were unknown.

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# va0e7xh, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va0e7xh, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 3389s-40, lot# va0e7xh, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3389s-40, lot# va0e7xh, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported perioperative antibiotics were administered. The patient did not have meningitis. Signs and symptoms of infection included redness and drainage. A culture was obtained. The primary location of the infection was the device pocket and lead track. The culture source was the device pocket. Treatments instituted for the infection included intravenous (IV) antibiotics. Patient risk factors that apply to the status of the patient prior to implant included diabetes and chronic infection, osteomyelitis. Patient outcome was infection resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0e7xh, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0e7xh, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).